Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain, bowel obstruction, stress urinary incontinence, pelvic organ prolapse, has sustained permanent injury, and has undergone corrective surgeries.